Manufacturer narrative:
The investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Livanova deutschland received a report that a cockpit of an essenz console went out after the surgery. However, turning/controlling the pumps through the cockpit knob was still possible. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz system. The incident occurred in germany. Through follow-up communication livanova learned the following additional information: - the issue occurred after the procedure; - the patient was not connected to the heart-lung machine (hlm); - perfusionist switched off the hlm; - after switching off the machine since the perfusionist wanted to pump back some blood, the machine was switched on again; - since starting the machine, knob of the pump was turned; - no information was at the display; - pump was working fine; - customer switched again off and on the machine and then cockpit worked properly. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.